Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One t3 platform switched tapered implant (bopt5410) and cover screw were returned for investigation. Visual inspection of the as returned implant identified signs of wear and bone residue around the external threads due to usage. Appropriate documentation was reviewed. DHR review for the lot (2018101183) had revealed no deviations nor non-conformances which could have caused or contributed to bone loss and infection after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization records (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2018101183) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur, bone loss was confirmed through x-ray analysis but infection could not be verified since it is a medical condition that could not be verified through visual inspection of the returned product. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.